Event description:
The technician alleged the head of the bed was not raising. No pt impact.

Manufacturer narrative:
The technician found the head up valve was stuck open. The technician replaced the head up valve to resolve the issue.